Manufacturer narrative:
The customer cancelled the call. Service call closed. No additional information available at this time. If additional information is provided we will report as required.

Event description:
A request was received to replace the battery charger board on a 9600+ system. There was no add'l info provided and no report of patient injury.